Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical products: item number: unknown, item name: unknown head, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown; item number: unknown, item name: unknown stem, lot #: unknown. Report source: foreign report source: (B)(6). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the locking ring on the shell fell out during impaction of the shell. The shell had to be removed, reassembled and reinserted.

Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable as it did not cause or contributed to any serious injury. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable as it did not cause or contributed to any serious injury. The initial report was forwarded in error and should be voided.